Event description:
Device was returned for infection. No other information was provided.

Manufacturer narrative:
The device was returned to greatbatch medical for evaluation. However, evaluation is not yet complete on the device. Once the results of this evaluation is complete this MDR will be updated.